Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," it advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer reported that she activated a pod on (B)(6) at 2:38 pm. At 7:30 pm, her blood glucose result was 82 mg/dl, and her results that day were in the normal range. She provided the following blood glucose history for (B)(6): date/time (B)(6): 8:09 am, blood glucose: (no result), bolus: 4.0u; date/time (B)(6): 10:47 am, blood glucose: 154 mg/dl; date/time (B)(6): 2:21 pm, blood glucose: (no result), bolus: 1.50u; date/time (B)(6): 10:00 pm, blood glucose: 257 mg/dl, bolus: 10u. Date/time (B)(6): 12:12 am, blood glucose: (no result), bolus: 1.6u; date/time (B)(6): 1:31 am, blood glucose: 382 mg/dl, bolus: 4.0u; date/time (B)(6): 4:53 am, blood glucose: 244 mg/dl, bolus: 2.85u; date/time (B)(6): 8:10 am: blood glucose: 260 mg/dl, bolus: 8.05u; date/time (B)(6): 2:28 pm, blood glucose: 229 mg/dl, bolus: 3.65u; date/time (B)(6): 10:00 pm, blood glucose: 340 mg/dl. The customer deactivated the pod and discarded it. She stated that the cannula was bent.